Event description:
During prime, the device would only deliver one unit of insulin and then stop. No error messages were generated by the device. Pt then primed the insulin cartridge manually and started using the device. Pt feels that device was delivering boluses, but not their basal rate. Pt experienced high blood glucose (in the 300's mg/dl). No treatment was received.